Event description:
Customer's husband reported the customer was hospitalized with diabetic ketoacidosis, which was caused by an issue with the infusion sets. Her blood glucose elevated during the night on (B)(6) 2014. She changed the infusion set 5 times in a 12-hour period and delivered a bolus, but she was unable to decrease her blood glucose. Her blood glucose was "hi" mg/dl and she was "out of it," and her husband took her to the hospital. Her blood glucose was tested by the hospital lab and the result was in the 600 mg/dl range. She was treated with insulin via IV and discharged from the hospital on (B)(6) 2014. The infusion device did not provide any errors, and husband cannot remember if the cannula was bent. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.